Manufacturer narrative:
The meter and test strips involved with this complaint have been returned to lifescan (lfs) for evaluation. The test strips involved with this complaint have been evaluated by lifescan product analysis (pa) on (B)(6) 2011 with the following findings: the alleged issue was confirmed when testing with the control solution. The test strips involved with this complaint were evaluated and error 4 was observed with control solution testing. The meter was also tested on (B)(6) 2011 and the meter was found to be working properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 4 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.